Manufacturer narrative:
Approximate age of device - 2 years, 6 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2019 that the patient had a separation of the distal bend relief, requests for clamshell repair. Technical service scheduled clamshell repair on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of separation of the distal end bend relief was confirmed based on the onsite evaluation by a technical services representative. The account reported that there was separation of the distal end bend relief, and a clamshell request was requested. A clamshell repair was performed by a technical services representative on (B)(6) 2019 according to hm ii perc lead field repair kit instructions. It was noted that all tests passed. The patient remains ongoing on vad-61448 and no further related issues have been reported at this time. The heartmate ii lvas IFU outlines indications of driveline damage as well as how to respond to such events. This document and the heartmate ii lvas patient handbook contain sections on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2019, clamshell repair was preformed and all tests passed.